Manufacturer narrative:
On (B)(6) 2021 , the product was returned to mentor for evaluation. On (B)(6) 2021 , mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the replacement devices were mentor memorygel breast implant 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-dec-2021, it was found that the incorrect implantation date was reported on the initial report. On 16-dec-2021, it was found that weight of the patient was omitted from the previous report. Manufacturer's reference number: (B)(4). The actual implantation date is (B)(6) 2017. The relevant field has been updated. Weight of the patient is 140 lbs. The relevant field has been updated.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of explant was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/6/2021, it was reported to mentor that the date of surgery was on (B)(6) 2020. The patient experienced bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: explant date is (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 425cc and suffered from a bilateral capsular contracture baker grade IV. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the right side.